Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1032022 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000/lot 1032022, test base part number 190-430/lot 1032022. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1032022 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue as the logfiles were not provided. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive results with the ID now covid-19 performed on (B)(6) 2021. Four positive results were reported back to back. Customer suspects these to be false results. Confirmation testing was not performed. Customer ran a new patient sample after cleaning the instrument. This result was negative. The customer stated the patient was symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.